Event description:
It was reported that a spectrum infusion pump was displaying "air detection help". It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the air-in-line alarms. The device passed air-in-line testing but the device was operating out of spec. The ultrasonic sensor was replaced.